Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the patient stated sometimes it did not retrieve it at all and sometimes it would retrieve only up to 90%. The patient said they had to keep hitting wait and then they would be able to deliver a bolus. The patient also said sometimes it said it was locked out but it was not locked out because it delivered the bolus and it was driving them crazy. The agent walked patient through resetting the communicator and clearing data. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned the patient's communicator did not always worked and would shut down. During the call, they saw not found but after attempting the bolus was able to connect fast. The agent walked the patient through resetting the communicator and advised to see if this worked with working faster.